Manufacturer narrative:
Product evaluation: results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that during a cataract removal with intraocular lens (iol) implant procedure, a posterior capsular tear occurred. Another iol model was then used.